Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). Investigation summary: no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition.

Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). The complaint devices were received and evaluated. Visual observation reveals that both sheaths are broken into multiple pieces; therefore this complaint can be confirmed. The patient¿s bone quality was reported to be average. No further details were provided regarding the instruments, and whether or not the insertion was off axis. A review into the depuy synthes mitek complaints system revealed no other complaints of any kind for these two lots of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
This is report 2 of 2 for the same event. It was reported by the sales rep that during an anterior cruciate ligament surgical procedure, two of their biointrafix large sheathes 30mm broke when implanting the devices. The sales rep stated that the surgeon went to implant the first sheath, barely pressed on the device and the device broke in half from the tip down the middle. The sales rep stated that the surgeon went to use the second sheath from a different lot number using the same bone hole and same issue occurred. The sales rep reported that the surgeon completed the procedure with a third like device from the same lot number as the second device using the same bone hole. The sales rep reported that there were no patient consequences but there was a two minute delay in the case. The sales rep stated that the patient's bone quality was average. The sales rep stated that the devices seemed brittle. The devices will be returning for evaluation.there was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.